Manufacturer narrative:
(B)(4). Date sent: 10/16/2024 d4: batch # unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? Was sterility compromised as a result of the packaging damage?" Investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the uv120 device was returned inside it's original packaging unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. The event reported was confirmed and it is related to improper use of the device. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, package is damaged. No patient consequences.